Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ml taper stem, unknown trilogy acetabular cup, unknown 32mm femoral head, all catalog#'s: ni all lot's#: ni. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in a journal article that a patient was revised approximately 65 months post-implantation due to dislocation, pseudotumour, taper corrosion, and greater trochanteric lysis. No additional patient consequences were reported.

Manufacturer narrative:
Initial reporter: this article was written by: n. J. Lash,m. R. Whitehouse, n. V. Greidanus, d. S. Garbuz, b. A. Masri, c. P. Duncan.

Event description:
Information was received based on the journal article entitled, delayed dislocation following metal-on polyethylene arthroplasty of the hip due to ¿silent¿ trunnion corrosion. The aim of the article was to present a case series of ten metal-on-polyethylene total hip arthroplasties (mop thas) with delayed dislocation associated with unrecognized adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. It was reported that a patient was revised 65 months after surgery due to dislocation, pseudotumour, taper corrosion, high cobalt levels and greater trochanteric lysis. No further information to report at this time.